Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii" and "peri-prosthetic fluid".

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii" and "peri-prosthetic fluid." Device was explanted.